Event description:
A malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially attempted to reset the pump but was unable to proceed with troubleshooting. Technical support provided pump reset information and assisted the caller, successfully resetting the pump. The customer was advised to follow up when available.